Manufacturer narrative:
The reported product has been returned, investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports that they saw visible smoke come from their adc device while it was charging. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports that they saw visible smoke come from their adc device while it was charging. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection was performed on the returned reader and no damage was observed. The reader was de-cased, and a visual inspection was performed on pcba (printed circuit board assembly). Burned marks were observed on the usb (universal serial bus) port. An extended investigation of the returned reader has been performed and revealed burn marks on the usb port. A power consumption test was performed and confirmed to be within specification. Given that the returning reader's current draw was within specification, the reader lacked the necessary power to inflict the reported damage. As a result, it was concluded that the complaint was not confirmed since the reader was operating as intended. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release and correct cable was part of the kit pack.. All pertinent information available to abbott diabetes care has been submitted.